Event description:
It was reported that, prior to implant procedure and upon the interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD), the software update took a lot longer than normal and when the green bar was full, it was frozen. The field representative waited a few minutes and turned off the programmer and reinterrogated the device which worked as expected nonetheless, a few minutes later the device and the programmer lost communication. The technical services (ts) recommended to use another s-ICD and send a save to disk through. Disk analysis will be performed nonetheless, ts indicated that the initial symptoms are pointing to telemetry noise causing the reported scenario with non optimal telemetry performance. The data analysis was performed and there was no indication from engineering that compromise therapy. The device was clear for its use. The documentation that was reported is linked to telemetry issue which was present in programmer log files. The technical services (ts) recommended to evaluate the possibility to isolate the programmer to metal table or use a different type of location, if possible, to minimize the electromagnetic interference (emi). Another s-ICD was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.